Event description:
It was reported to gore that two endoprostheses was implanted (B)(6) 2014, in order to treat a thoracic aneurysm. On (B)(6) 2021, after about 6 years and 3 months, both endoprostheses were explanted because of an infection. A type I endoleak was also noticed. According to the reported information, the surgeon believe one of the endoprosthesis brand and model of the graft being gore® excluder® aaa endoprostheses. Upon closer investigation by gore, the reported endoprosthesis is believed to be a gore® tag® conformable thoracic endoprosthesis.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Date of event: the exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. The medical device returned to a third party for investigation. The analysis report was shared with gore and will be evaluated appropriately. Several requests were emailed to the third party investigator to acquire additional information to classify any possible specific device problem, device identification, patient details, and event dates. The answer is pending. (B)(4): it is currently unclear which role the second explanted endoprosthesis of an unknown brand plays.

Manufacturer narrative:
Explant scientist observations from the report provided by third party investigator (geprovas): the devices were returned to geprovas for investigation. Submitted in formalin was a conformable gore® tag® thoracic endoprosthesis (tag) seated within and extending from a cook® zenith alpha¿ (cook). Added type of investigation code 4119 - insufficient information available. Explanation: the reported complications may be the result of the patient¿s disease progression or disease symptoms, co-morbidities and conditions and surgical technique, however, this is unknown as, despite multiple attempts to obtain further information, no further information has been provided to gore. Corrected b3: date of event to (B)(6) 2021. Corrected IFU statement: per gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: infection (e. G., aneurysm, device or access sites), and endoleak.

Manufacturer narrative:
Explant scientist observations from the report provided by third party investigator (geprovas): the majority of the tag device was contained within the cook device and non-observable. The observable abluminal surface of the tag device was generally devoid of tissue, except for scattered plaques of dark red/brown and tan tissue. The luminal surface was mostly unobservable and generally devoid of tissue, except for minimal tan/brown tissue. The distal aspect presented in a tapered manner. The devices presented in a j-shape. The luminal patency could not be determined with the information/images provided. No material disruptions were identified. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. It is not possible to deduct from the available information whether the reported events are linked to the gore device or the competitor (cook) device. H6: added investigation conclusions codes 4315 and 22. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: infection (e. G., aneurysm, device or access sites), and endoleak. Corrected h6: updated investigation findings code to 213 - no device problem found. Code 3233 is no longer applicable. Removed investigation conclusions code 11 - conclusion not yet available.